Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted misloading witness marks were noted on the loading slot of the needle. It was reported that a component disengaged from the device into the surgical cavity and the device was difficult to load and unload. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issue of an improperly loaded needle may occur if either the endo stitch dlu has incorrect orientation or the endo stitch suturing device is held with the printed information facing down when the needle is loaded in the device. In some instances, the needle becomes lodged in between the jaw and the slot of the blade making it impossible to unload. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: ensure that the toggle levers are fully retracted prior to opening the jaws of the device. The reloading button should never be pressed when the instrument is in the body cavity, as this will release the needle. Inspect the application site to ensure hemostasis. Place additional sutures or use electrocautery if necessary to complete hemostasis. Endoscopic procedures should be performed only by physicians having adequate training and familiarity with endoscopic techniques. A thorough understanding of the operating principles, risks versus benefits, and the hazards involved in utilizing an endoscopic approach is necessary to avoid possible injury to the user and/or patient. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic nissen procedure, while the device was being used to close the hiatal hernia and wrap of stomach, the needle fell out once and disengaged into the patient's cavity. An x-ray was performed to locate the component and was retrieved by a grasper. The surgeon changed the handle three times because it was very difficulty to load and unload.